Event description:
It was reported during a normal system check, the physician found a leak in the header of the dbs ipg ((B)(6)). Surgical intervention may be undertaken at a later date to resolve the reported issue. It was noted, the pt had experienced a loss of therapy, but after increasing stimulation, therapy was restored.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.